Event description:
The customer reports that the ventilator autocycles on a test lung in the neonate range in pressure modes, with the trigger sensitivity in green range with peep. The customer reports that there were no leaks in the system.